Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image occasionally displays blackouts or stripes caused by a defective charged couple device. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the gastrointestinal videoscope exhibited during endoscope angle adjustment, the image occasionally displays blackouts or stripes. There was no patient involvement.